Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 12 mmol/l at the time of the incident. Customer stated that the insulin pump had second occurrence of hardware low level failure alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on keypad assembly. No software error detected or the motor arm cannot communicate with the main arm alarms noted during testing. No software error detected during self test or in insulin pump history files.